Event description:
It was reported by the aci distributor that a patient underwent an interventional coronary procedure on (B)(6) 2012. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 6 mm. Following the procedure, the physician who is in training, selected the mynx vascular closure device 6f/7f to close the access site. It was reported that the physician shuttled down until the device clicked (engaged), and could not withdraw the sheath from the patient's body. The physician deflated the balloon and removed the device from the patient. The patient was converted to 10 minutes of manual compression. Hemostasis was achieved. The patient was reported as hospitalized and discharged on (B)(6) 2012 with no clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1127009) indicated that the device lot met all established performance criteria prior to shipment.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle with the procedural sheath pulled back against the shuttle. The sealant was flared over the balloon proximal bond and was not exposed to blood. The inner cartridge was extended from the shuttle. The shuttle and introducer sheath move freely on the catheter shaft. It is not known if the positioning of the shuttle occurred during procedure or due to user manipulation or transit to accessclosure. The catheter shaft, the advancer tube and the shuttle cartridge were inspected for kinks or any presence of adhesive. No anomalies were observed. Based on the information received and the investigation performed, the root cause of the device deployment jam could not be conclusively determined. The review of the lhr (lot f1127009) indicated that the device lot met all established performance criteria prior to shipment.